Event description:
The active medication list revealed that cpoe enabled six distinct acetaminophen doses, two distinct vancomycin doses, and two distinct famotidine doses concomitantly with pantoprazole in a post operative pt. Defects in the software driving the device allow commingling of pre-operative with the post operative orders and allow multiple orders and doses of the same medication, putting the pt in harm's way.